Event description:
An adc customer reported to an adc representative in passing that approximately 6 or 7 months ago they "felt low" and then tested with their adc pxtra meter and received a reading result of 6.8 mmol/l (122 mg/dl). Customer decided to take a shower based on the adc reading and reportedly "collapsed" when exiting the shower and "woke up in an ambulance". Customer reportedly experienced an injury; however, the medical survey was not completed. No additional information was provided to the representative and there was no contact information given to verify the meter serial number or to attempt to clarify the medical event. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
No product information was provided, no serial number is known. As no contact information was provided, the product could not be requested from the customer. No product is expected to be returned. If product is returned by the customer, an investigation will be performed and a supplemental report will be sent once new information is obtained.